Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the electrocardiogram connector was loose and therefore the link electronic module printed circuit board was replaced and calibrated. Analysis also found the system fan to be noisy and the power cord door to be damaged and both were therefore replaced. Concomitant products: product ID r2067 radiofrequency programmer head. (B)(6).